Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the surgeon that the insert did not lock properly into the tibia.